Event description:
Customer states "the brakes on the rollator stopped working.rollator is more than 5 years old." Customer alleges no injuries and or damage has occurred.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65100, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1150739 rev. A (jul-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.